Event description:
During the therapy cycle, which is 8 minutes, the generator beeped at 7 minutes and additional few seconds and then the screen read "revision 2.17 initializing". It then went back to the set up screen to set pressure. Ethicon tech support called and stated to remove the fluid from the ballon and reset machine and continue until a total of 8 minutes is reached between all therapy cycles and have the generator reviewed. Clinical engineering notified and machine removed from service.